Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. A visual inspection was performed which revealed a separation of the housing inlet of the y-site housing in the third y-site. No functional testing was performed for this complaint. The cause of the condition was due to ultrasonic soldering of the housing and the cap of y-site was not performed during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A clearlink continu-flo solution set was returned for sample evaluation; the clearlink housing was separated at the y-site. This was identified by the customer during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.